Manufacturer narrative:
The pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was bent approximately 141.5 cm from the proximal end. The embolization coil was intact with the pusher assembly. The maximum outer diameter (od) of the ruby coil was measured to be within specification. Evaluation of the returned device revealed a slight bend on the pusher assembly. This damage may have occurred due to forceful manipulation of the ruby coil during use. Further evaluation revealed that the ruby coil od was within specification and was able to successfully advance through a demonstration px slim without difficulty. Therefore, the root cause of the resistance mentioned in the complaint could not be determined. The ruby coil introducer sheath and the non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While advancing the second ruby coil through a non-penumbra microcatheter, the physician felt resistance and was unable to advance the ruby coil past the tip of a non-penumbra microcatheter. Therefore, the ruby coil was removed from the patient. The procedure was completed using the same microcatheter and another ruby coil. The physician flushed frequently and did not use a rotating hemostasis valve. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Report source.